Manufacturer narrative:
(B)(6). Technical services clarified concerning this software anomaly. When an instrument is at a different angle it changes the geometry and the system can occasionally prompt for a different instrument/calibration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure, while a clinical specialist was troubleshooting for an unrelated case, and while navigating the passive planar, the tracker calibration message popped up. There was no patient present.

Manufacturer narrative:
A software engineering review of case details confirm that this is a known software anomaly consistent with an existing testtrack, references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.